Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the customer reported that the autopulse platform (B)(6) displayed "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.